Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to an allegation of open circuit. After the implant procedure the dft testing showed an open circuit. It is suspected that the lead may have been damaged at the procedure.